Event description:
On (B)(6) 2022, the customer alleged to medela llc that she had lost suction with her pump in style max flow breast pump. She additionally alleged that she had gone to the emergency room for medication for mastitis and was prescribed an antibiotic and topical cream.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying user was using correct kit components; verifying the user was washing parts according to instructions for use; verifying there was no milk backup; and inspecting the transformer for damage. The customer was sent a replacement pump and requested to return her old pump to medela for testing/analyzing. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. She indicated that the replacement pump takes longer to pump with and doesn't feel as strong. She did state her mastitis has cleared up. Based on the results of our internal investigation (reference number: (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned and was evaluated on 12/21/2022. The device passed suction and cycle specifications when tested with medela lab kit and tubing. The customer's report of low suction could not be confirmed.